Event description:
The account alleges that during a peripheral vascular procedure, a catheter tip detached within the patient. The physician had successfully acquired retrograde arterial access and had negotiated the patient's ilio-femoral conduit with an interventional guidewire and 4f catheter. The physician states that during a difficult catheter removal process, from the patient's common iliac artery the catheter hub detached. Additional attempts in removing the catheter from the patient resulted in catheter tip detachment as well. Removal of the remaining catheter was not difficult. The physician exchanged the primary sheath for a longer 6f secondary sheath for foreign body removal. The sheath was advanced over the detached foreign body successfully and removed liberating the patient's iliac conduit.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
Only the catheter hub and tip returned for investigation. Since the device arrived damaged according to the incident description, the complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the catheter during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Corrective actions are in progress.